Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s implant wasn¿t working. The patient reported that their pain level jumped from 2 to 10 when they were shopping. The patient tried to increase their stimulation and felt it at first, but it dissipated after 15 ¿ 20 minutes and the patient could no longer feel the stimulation or get relief. The patient noted that their programming is typically higher on the left because their pain is worse on the left side. However, the patient was no longer getting pain relief on either side of their back. The patient planned to meet with a manufacturer representative for reprogramming. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's system was reprogrammed on (B)(6) 2019, and the patient was able to obtain good coverage. No further complications are anticipated.